Event description:
During a wallstent placement procedure for treatment of a colonic tumor, the wallstent deployed and all was okay. Two to three days later, the patient experienced abdominal pain and a laparotomy procedure for diagnosis found that two wires of the stent perforated the bowel wall. It was reported that the door then decided to perform hartmann's operation for treatment of the patient's colonic tumor. Then, a few days later, the patient expired. The device was destroyed by the user facility and was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. Company is unable to determine the relationship between the device and the cause of this event without the product.